Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: surgeons started a veptr ii revision case at the (B)(6) hospital on (B)(6) 2014. The surgeons tried to loosen the nut on the rib hooks using the veptr nut driver but the central alignment pin in the drivers shaft is bent and therefore will not engage on the nut. Surgeon had to use the torque socket wrench (03.641.004) but this is not ideal in this situation and it was a struggle. The surgery was delayed about 20 minutes. The patient was not affected. This is 1 of 1 report for complaint (B)(4).